Event description:
It was reported that the piston on the pump was "retracted randomly" on multiple occasions. There was no adverse impact on the customer's blood glucose level. The customer reverted to using an alternate pump for insulin therapy.